Event description:
It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 90% de novo, 33mm target lesion was located in the severely calcified and moderately tortuous mid left anterior descending (lad) artery. After the ablation procedure, upon removal of the floppy rotawire guide wire from the patient, the physician observed the rotawire guide wire became "fractured" into two. One of the fractured pieces of the wire remained in the patient's septal branch. No attempt to remove the wire fragment was made. The procedure was completed with this device. There were no further complications reported. The patient status was fine.

Event description:
It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 90% de novo, 33mm target lesion was located in the severely calcified and moderately tortuous mid left anterior descending (lad) artery. After the ablation procedure, upon removal of the floppy rotawire guide wire from the patient, the physician observed the rotawire guide wire became "fractured" into two. One of the fractured pieces of the wire remained in the patient's septal branch. No attempt to remove the wire fragment was made. The procedure was completed with this device. There were no further complications reported. The patient status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device analysis showed kinks along the body, and distal tip damage. The visual and tactile inspection performed revealed device fractured at 329.5cm approximately from proximal end (the portion fractured was not returned) and kinks along the body. Further testing revealed that the fracture on the corewire and spring tip occurred as a result of a torsion overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).